Manufacturer narrative:
One cadd ms3 ambulatory infusion pump was returned for analysis. Investigation verified the reported issue. The motor was replaced to fix the issue.

Event description:
Information was received indicating that a smiths cadd-ms3 ambulatory infusion pump is able to setup but will not actually start the infusion. There were no injuries or adverse events reported.

Event description:
Additional information received indicated that the malfunction did not occur during therapy but the infusion was life sustaining. It was also reported that medical intervention was provided but the nature of the intervention is not clear. The malfunction it self was also reported to not have caused any medical harm to the patient.